Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose was 400 mg/dl. The customer administered a manual injection to address elevated blood glucose. The customer would continue use of manual injections for alternate insulin therapy.